Event description:
Revision surgery due to infection.

Manufacturer narrative:
The agent reported revision surgery due to infection. Complaint has been evaluated and is similar to report number 1644408-2023-00284; 342-10-709, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.